Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).see manufacturer report number 2032227-2015-25781.

Event description:
The customer reported via phone call that the she had about 7 sets around (B)(6) of 2014 that she was not able to get push insulin put of the reservoir during manual prime and the insulin pump would alarm no delivery. Customer stated the alarm was resolved by a reservoir change. Blood glucose value is unknown.